Manufacturer narrative:
Insulin pump had a corroded electronic assembly, battery tube and vibrator motor noted. Insulin pump had scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained and cap sticker and stained address/serial number label.

Event description:
Customer reported that the buttons on the insulin pump were no longer responding. Customer stated that the insulin pump had not been dropped, but that he showers while wearing it. Blood glucose level was 194 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.